Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 27237 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for eight applications on the reported event date. During functional testing, the console terminated the application and triggered system notice #50032 (indicating that the safety system detected a compromised outer vacuum). During pressure testing of the balloon segment, an inner balloon breach (pinhole) was observed. Dissection did not show any signs of lifted thermocouple wires or leak detection wires that could have caused the breach. In conclusion, the reported issue (system notice #50032) was confirmed through testing. The balloon catheter failed return inspection due to an inner balloon breach (pinhole). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected a compromised outer vacuum. All connections were checked and the console was confirmed to be plugged into an isolation panel. The electrical cable was replaced and tests were repeated, but the error reappeared during the second application. The console's power connector and autoconnection box were then changed, but during the third application, the error reappeared following a sudden drop in temperature. The catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.